Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customers blood glucose was 582 md/dl. Elevated blood glucose was address by changing the pump supplies and resuming insulin delivery. Customer reported using admelog insulin. Tandem customer technical support informed customer that admelog is off label per the user guide.